Manufacturer narrative:
Based on the results of the completed investigation, the identity of the foreign object and the root cause of why it remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign objects were found in the colonovideoscope's light guide lens. There was no patient involved.